Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the lead reached the target position, undersensing was observed and sensing could not be detected. The lead was explanted and another lead was used. No patient complications have been reported as a result of this event.